Event description:
It was reported that episode of ventricular tachycardia (vt) was straddling in the vs/vt zone and was being called as non-sustained vt, consequently the device withheld therapy. Programming changes were made. There were no adverse health consequences to the patient.